Event description:
Based on a six week post-operative x-ray from a surgery performed in 2007, the surgeon noted the allograft previously implanted was broken. Upon receipt and review of the x-rays provided approx three months later, the screw is observed within the disc space and within the graft. The superior screws are outside of the required trajectory. The patient is asymptomatic and being monitored.

Manufacturer narrative:
The device has not been explanted to date. Investigation pending.